Event description:
The valve was explanted due to paravalvular leak extending 1 1/2cm underneath the left coronary artery. The valve was replaced with a 27mm sjm standard mechanical valve. An abscess near the coronary artery was also repaired as this time and cultures were taken. The valve was discarded intraoperatively.